Manufacturer narrative:
This report is for an unknown screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation summary could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: relwani, j. Et al. (2002), ilizaov ring fixator for a difficult case of ankle syndesmosis disruption, the journal of foot and ankle surgery, vol. 41(5), pages 335-337 (united kingdom). This study presents a case report of a (B)(6)-year-old obese man ((B)(6) kg) who sustained an injury to his right ankle resulting in disruption of the inferior tibiofibular syndemosis. The syndesmosis was reduced and stabilized with an unknown synthes tricortical 4.5-mm ao screw. At his 6-week follow-up, the screw had backed out and the syndesmosis had widened. The screw was removed. An ilizarov frame fixation was carried out using a competitor's device. At 3 years' follow-up, the mortise remained reduced. The patient remained asymptomatic and the ankle had a full range of movement. This is for an unknown synthes tricortical 4.5-mm ao screw. This report is 1 of 1 for (B)(4).